Event description:
It was reported, the patient's ipg was unable to communicate with her charger nor programmer and subsequently she lost stimulation. Replacement external devices were unsuccessful at resolving the issue. The patient stated, she last used the device in (B)(6). The patient's ipg was explanted (date unknown); it is currently undetermined if the device was replaced. No further information is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.